Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient has an old pacemaker and leads still implanted but not in use. The doctor had some x-rays done and decided this electrode needed repositioning. The electrode was successfully repositioned but there was still some noise. Technical services recommended some programming options. There were no additional adverse patient effects. The system remains implanted.